Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient had myocardial infarction and in-stent thrombosis. In (B)(6) 2010, the patient presented with chest pain radiating to precordium, diaphoresis, shortness of breath and nausea. EKG revealed sinus rhythm with st depression in inferior leads. The patient was diagnosed with non st elevation myocardial infarction (killip classification 1) and cardiac catheterization was recommended. The de novo target lesion was located in the mid right coronary artery (mid rca) with 99% stenosis and was 20mm long with a reference vessel diameter of 2.6mm. The physician treated the lesion with pre-dilation and placement of a 2.50x24mm taxus liberte stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and prasugrel. In (B)(6) 2010, the patient returned to the catheterization lab for a staged procedure. The target lesion was located in the proximal left circumflex artery (prox lcx) with 80% concentric stenosis and was 12mm long with a reference vessel diameter of 2.6mm. The physician treated the lesion with pre-dilation and placement of a 2.50x16mm taxus liberte stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient experienced substernal chest pain following discontinuation of anti-platelet medication. The patient was diagnosed with non-st elevation myocardial infarction and was hospitalized on the same day. Coronary angiography revealed 100% in-stent thrombosis in the prox lcx. At the time of the event, the patient was not taking study drug. The patient was referred for coronary artery bypass graft (CABG), however the patient refused for CABG and thus decision was made to treat the patient medically. The event was considered as resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).